Manufacturer narrative:
(B)(4). Date sent: 10/09/2025. D4: batch #687c70. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gst45g reload was returned unfired with the reload pan partially dislodged from the left proximal side. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Similarly, no conclusion could be drawn about the reported damaged jaw event, as the device was not received. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 687c70, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was observed that the cartridge was damaged and could not be attached on to the stapler. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/03/2025. D4: batch #unk. Additional information was requested, and the following was obtained: - a situation occurs in which it is impossible to bond to the body because the part that is connected to the jaw of the stapler of the cartridge is damaged. - was this surgery delayed due to the reported event? -- unknown, was the surgery successful? -- unknown, fragment? -- unknown, if so, was it easily removed without further treatment? -- unknown, patient condition and outcome -- did you need medical treatment (e.g. X-ray, additional surgery, prescription drugs, re-surgery, etc.)? -- unknown, is the patient participating in a clinical study? -- unknown, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what part broke (closing trigger, firing trigger, handle, jaws, buttons, etc.)? Did any piece break off of the device? Did it fall into the patient? Did retrieval alter the procedure in any way? If yes, please explain. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst45g with lot number 733c01; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.